Event description:
It was reported that while assisting with a related issue, it became evident the patient had been without insulin therapy for many hours after the ilet was shut off or stopped working, and family did not revert to an alternative insulin regimen until contacting support, at which time the blood glucose was over 600 with no symptoms reported; no device component issue was applicable and no alerts or alarms were noted. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem was found and a usage problem was identified, characterized as an improper or incorrect procedure or method. The patient reverted to multiple daily injections to address the high glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.